Event description:
The initial surgery was a revision from (B)(4) to encore/djo, but the patient was infected. The surgeon put in a spacer with antibiotics. The spacer came out and reverse prosthesis was completed as originally intended.